Event description:
It was reported that, "the physician chose a size 9 stem. When the stem was opened it was realized that there was a puncture hole in the outer and inner sterile barriers. Upon further examination, there was also a hole in the box. The physician decided to have the item sterilized for 10 minutes and the device was implanted."

Manufacturer narrative:
If additional information becomes available then it will be submitted in a supplemental report.